Event description:
It was reported that the 2600 system has a problem with the table. It was noted that table overloaded and will not go up or down. It was also noted that a grinding sound was heard. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the signal cable assembly, the table disk and the disk drive. The system was tested and found to be working as intended and placed back into service.